Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. By disassembling the device and testing the components individually, olympus repair center was able to trace the image error back to the charge coupled device (ccd). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the faulty charge coupled device may have been caused by one of the following: unacceptable tension in the area of the "ccd with holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "ccd holder to bumper sleeve". Unacceptable tension in the area of the "ccd with holder" assembly due to asymmetrical alignment of the spring to holder before the bumper sleeve is joined pre-existing damage to the "ccd with holder" assembly due to using a suboptimal adhesive device. The subject device was manufactured after a design change; it is accepted that the image error was reduced but not completely eliminated. In addition, the following non-reportable malfunctions were found during the device evaluation: the cover glass at the distal end of the outer tube was cracked. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii, 10 mm, 30° displayed a purple image when moving the cable. The issue was found during an unknown therapeutic procedure. The procedure was finished with the same device. There was no delay or reports of patient harm.